Event description:
Md attempted to fire the stapler and the stapler failed to fire properly. A new stapler of the same kind was opened and the surgeon was able to fire the new one. No patient harm. FDA safety report ID # (B)(4).